Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62-user had poor technique. Test strip (B)(4). Note: manufacturer contacted customer on (B)(4) 2019 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and she did not currently have any diabetic symptoms. Customer reported medical intervention since the last call stating she had gone to the hospital on (B)(6) 2019. Customer was diagnosed with hyperglycemia; customer could not provide the name of the medication she was treated with. Customer's blood glucose test result when she had left the hospital the same day was 115 mg/dl fasting. Customer had been prescribed januvia and metformin; customer stated she has not taken them yet as she is waiting to speak her primary care doctor. There were no additional blood tests performed using the truemetrix meter.

Event description:
Customer stated that the truemetrix meter was giving multiple error messages; customer was not sure what the error messages were. Customer stated product was stored according to specification. During the call on (B)(6) 2019, a blood test was performed by the customer fasting and produced test result of 467 mg/dl using truemetrix meter. Customer was not concerned with this result. At the time of the call, the customer reported feeling ill with fatigue and was going to contact their doctor.